Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the pump failed air detector test. No patient injury was reported.

Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found tamper seals are intact. The device's event history log was reviewed for evidence of the reported event, "air in line" was found in the history log. A functional check, battery loss alarm test, and a pressure station test were performed. "Pump fails air detector test" was duplicated and confirmed. Root cause was attributed to a defective air detector. The pressure station test failed due to air in line detected. The air detector was replaced. A manufacturing DHR review was performed because the device is within a year from its manufacture date of. The manufacturing record passed final functional testing on (B)(6)2022. Service history review identified this device has not been in for service previously.